Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ppmf, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1ppmf, ubd: 09-mar-2022, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a trial patient with an external neurostimulator (ens). It was reported that patient's lead migrated during their advanced evaluation, and it was noted it was pulled out some. Patient stated they thought they felt it pull out while they were washing their hair. An x-ray was performed to see if lead had moved from original placement and was confirmed to have pulled back. The old lead was removed and a new lead was implanted. No further complications were reported.